Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor, there was a breached cut on the outer insulation and blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead caused a perforation of the ventricle. The lead was successfully revised. Subsequently, the same lead perforated the ventricle again. The lead was explanted and the physician chose not to replace the lead. No further patient complications have been reported as a result of this event.